Event description:
Pt had two treatment dates: (B)(6) 2014, left lobe 1.9 gbq, and (B)(6) 2014, right lobe 2.7 gbq. The pt had lots of small lesions and a high tumor burden but the results were good on CT until (B)(6) 2014. On the (B)(6) 2014, the pt was admitted to another hosp with ascites which appears to be radiation induced liver failure. This is not confirmed and the pt is due to be transferred to the freeman for investigation to confirm this one way or the other.